Event description:
As reported by the study, this male pt with a history of previous mi, previous pci (non-target lesion, balloon only), hypertension, hyperlipidemia, diabetes, smoking, and a family history of cad presented to the cardiac cath lab with unstable angina. He was currently taking aspirin, plavix, statins, ace inhibitors, and beta-blockers. Baseline labs and vital signs revealed cardiomyopathy (ejection fraction <30%). Cardiac enzymes were normal pre-procedure. Angiography revealed 3-vessel disease. The first lesion treated was a 70%, 10mm, de novo, smooth, concentric, moderately calcified, b2 type lesion in the proximal left anterior descending (lad). The vessel was 2.8mm in diameter and was moderately tortuous with moderate angulation (>45 degrees <90 degrees) at the target site. The lesion was not predilated. A 3.0 x 13mm cypher select plus stent was deployed to 12 atms with good results. Final stenosis was 0%. The second lesion was a 90%, 12mm, de novo, smooth, concentric, moderately calcified, c type lesion in the obtuse marginal branch (om). The vessel was 2.8mm in diameter and was moderately tortuous with moderate angulation (>45 degrees < 90 degrees) at the target site. The lesion was predilated with a 2.0 x 15mm balloon inflated to 12 atms. A 2.25 x 23mm cypher select plus stent was deployed to 12 atms with good results. Final stenosis was 0%. The third lesion treated was an 80%, 23mm, de novo, irregular, eccentric, moderately calcified, c type lesion in the proximal circumflex artery (lcx). The vessel was 2.2mm in diameter and was moderately tortuous with moderate angulation (>45 degree <90 degrees) at the target site. The lesion was predilated with a 2.5 x 20mm balloon inflated to 12 atms. A 2.5 x 28mm cypher select plus stent was deployed to 16 atms with good results. Final stenosis was 0%. At 6-24 hours post procedure, the pt's troponin levels were increased >5 times uln. This did not require treatment. The pt was discharged after five days hospitalization with orders for daily administration of aspirin, plavix, insulin, statins, and beta-blockers. At one month and six month follow-ups, the pt denied cardiac symptoms and was compliant with all cardiac medications. Just under four months later, the pt returned with thoracic pain. A stress test conducted was positive. The pt was hospitalized. Coronary angiography was conducted, which revealed a 50% stenosis in the proximal lad, a 90% stenosis in the proximal circumflex (lcx) and a 90% stenosis in the ostium of the distal left main (lma) bifurcation. The cypher stent in the om was widely patent with 0% stenosis. The lma/lad/lcx bifurcation was treated with the implantation of 2 taxus stents.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report #'s: 9616099-2008-01051 and 9616099-2008-01052. Additional info will be submitted within 30 days of receipt.